Event description:
Pt taken to or for anterior cruciate ligament reconstruction (arthroscopic). Pump was inadvertently actuated and pressure increased to 80mm. Resulted in ruptured capsule and required fasciatomies to relieve pressure in thigh.